Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a procedure using an interspinous spacer at l5/s for lumbar canal stenosis. It was reported that the "patient developed symptomatic recurrence about 3 months post-op" and a spinous process fracture was observed on images. According to the report, a revision surgery "with implant removal and plif" was performed approximately 7 months post-op. Per the report, the spinous process collapse occurred at l5 but an implant malfunction was not noted. The patient was reportedly doing "quite well up to 1 month post-op." No other patient complications were reported.